Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery system could not be deployed properly during the procedure and there were indications that the stent was partially deployed inside the patient. The device was removed without difficulty, and a non-cordis arterial stent was used as a replacement. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU), with no observed damage during preparation. The target vessel was the femoral artery, which was mildly calcified and tortuous, with 70% stenosis. There was no acute angle, bifurcation, or chronic total occlusion (cto). The stent delivery system (sds) was advanced past the lesion and withdrawn back before deployment, with the inner shaft position maintained and no excess force applied. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery system could not be deployed properly during the procedure and there were indications that the stent was partially deployed inside the patient. The device was removed without difficulty, and a non-cordis arterial stent was used as a replacement. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU), with no observed damage during preparation. The target vessel was the femoral artery, which was mildly calcified and tortuous, with 70% stenosis. There was no acute angle, bifurcation, or chronic total occlusion (cto). The stent delivery system (sds) was advanced past the lesion and withdrawn back before deployment, with the inner shaft position maintained and no excess force applied. The device was returned for evaluation. A non-sterile smart flex 5x150 vas, 120 cm device was returned for investigation. The flushing valve and catheter tip were present upon evaluation. The stent was partially deployed at receipt and exhibited no abnormal findings. An outer member separation was identified 145 cm from the distal tip, and a delivery system kink was observed 140 cm from the distal tip. A full deployment simulation could not initially be completed because the device was returned in a compromised condition that affected the deployment system. However, following repositioning of the outer member, complete stent deployment was successfully achieved as intended. It should be noted that attempting deployment while the system is kinked may result in an unintended outcome, such as incomplete stent deployment. High-magnification assessment of the outer member separation borders demonstrated elongation features consistent with exposure to excessive tensile forces. The reported ¿stent delivery system (sds) deployment difficulty partial deployment¿ was observed, as the device was received with the stent partially deployed. Visual inspection revealed separation of the outer sheath, and a kink located approximately 140 cm from the distal tip. Functional testing was simulated and the remainder of the stent deployed without difficulty. Analysis of the separated regions demonstrated elongation along the sheath edges, consistent with material tensile overload. These findings indicate that the delivery system was subjected to forces exceeding the material¿s yield strength prior to the observed separation and kinking, suggesting mechanical stress occurred during the procedure. Although the exact root cause of the event cannot be conclusively determined, the evidence suggests that a combination of handling conditions, procedural technique, and vessel characteristics likely contributed to the reported deployment difficulty. No device manufacturing or material anomalies were identified that could have contributed to the event. According to the instructions for use, which is not intended as a mitigation, examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available nor the product analysis indicates the reported event is related to a design or manufacturing deficiency. Therefore, no corrective or preventive action is warranted at this time.